Event description:
It was reported that the patient sustained burns under the right calf from the grounding pad. Upon closer inspection, excess hair was noted on the patients right calf which may have interfered with the pad adhering securely to the skin. It was noted that there were no prior skin injuries where the grounding pad was placed and there were no obvious creases or air bubbles when the grounding pad was applied. The grounding pad was discarded.

Event description:
It was reported that the patient sustained burns under the right calf from the grounding pad. Upon closer inspection, excess hair was noted on the patient's right calf which may have interfered with the pad adhering securely to the skin. It was noted that there were no prior skin injuries where the grounding pad was placed and there were no obvious creases or air bubbles when the grounding pad was applied. The grounding pad was discarded. Additional information was received that the patient had a second-degree burn, and the site was red with several yellow blisters. The patient was prescribed with silvadene topical ointment to be placed over the burn site and patient was taught to bandage the site. The patient was reportedly doing well.